Manufacturer narrative:
Batch review performed on 07 january 2019: lot 121454: (B)(4) items manufactured and released on 10-aug-2012. Expiration date: 30.06.2017. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event. Additional component revised (implanted on (B)(6) 2013 - right knee): gmk-primary 02.07.0410fuc tibial insert uc fixed # 4/10 mm (k090988), lot 120150: (B)(6) items manufactured and released on 28-mar-2012. Expiration date: 28.02.2017. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
The patient came in due to signs of infection 5 years after the primary surgery (10 months after the previous surgery performed by competitor). The pathogen is unknown. The surgeon performed a washout and poly swap on both knees and the surgery was completed successfully. Note: the patient had a primary tka on both his left and right knee in 2013. The patient had a spinal procedure performed by a competitor in 2018 that led to both knees becoming infected. Left knee: (B)(6) 2013, alamance regional med ctr, md michael menz: (lot 121454). Right knee: (B)(6) 2013, alamance regional med ctr, md michael menz: (lot 120150).